Manufacturer narrative:
Device evaluation: the device was disposed of by the hosp; therefore, it is not possible to determine if any issues existed with the actual unit that could have attributed to the complaint.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the calcified and 99% stenotic distal right coronary artery. The physician advanced the 1.5 x20mm maverick otw balloon to the lesion and attempted to inflate it, but the pressure would not go up. The physician removed the device and visually checked it and found a pinhole. There were no pt complications. The procedure was successfully completed with a non-bsc balloon. Pt status listed as "good."